Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported by the edwards lifesciences implant patient registry that a patient with a 26mm sapien 3 ultra transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 2 years and 4 months. A surgical valve was implanted. The patient presented with hypoattenuating leaflet thickening (halt) and worsening prosthetic valve stenosis prior to explant. Tte completed 1 year 11 months post-tavr showed aortic valve mean gradient of 40 mmhg and aortic valve area (vti) of 0.6 cm2. The patient was previously placed on anticoagulant medication due to the "valve degeneration/leaflet thickening" and returned to discuss surgical options for replacement of the sapien 3 ultra valve. Patient was symptomatic with intermittent dyspnea on exertion and chest pain/pressure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The sapien 3 ultra valve degeneration and subsequent device explant has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Per patient's medical history, the patient had vast comorbidities (e.g. Hypertension, hyperlipidemia, etc.), which are well-known factors that may increase the risk of early valve degeneration. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.